Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while suturing the sleeve using a standard running stitch, the devices¿ thread broke, wherein the strands were breaking. There was no patient injury.